Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving clonidine and morphine at unknown concentrations and dosages via an implantable pump for non-malignant pain. On (B)(6) 2017 , it was reported that the patient was experiencing pain and believed that there was something wrong with their pump. The patient reported that there was "something going on" with the pump and their "pain had gone through the roof" since (B)(6) 2017 . According to the patient, their healthcare provider (hcp) noted that the pump could go into "standby mode" and decrease the amount of medication. The patient inquired about the accuracy of this statement as well as if the interrogation report could show recovered motor stalls, or battery life issues, or if the tubing was stretched. The patient also inquired about tests that could be done to determine if the pump was not working as intended. The patient also noted that they had been actively turning the pump down "to see what happens" and reported "this is exactly but a lot worse what would happen if I turn it down". The patient was confident that there was something wrong with the pump. The patient confirmed that the pump was not alarming. The patient reported that their hcp interrogated the pump, which showed the pump was working, and a dye study was performed in (B)(6) that did not show any leaking. The patient reported that their pump was to be replaced on (B)(6) 2017. The patient noted that their pump was "over (B)(4) clonidine, and morphine is in microliters and is less than (B)(4) of what is in the pump". No further complications were reported.